Manufacturer narrative:
The device was returned without a specific complaint or event. The device was unable to establish telemetry upon receipt. The device was cut open, and battery voltage was found to be at end of life (eol) level. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing was performed and revealed elevated current drain from the hybrid, which resulted in less than the expected longevity.

Event description:
This report is to advise of an event observed during analysis.